Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation (insulation damage) was confirmed - visual inspection revealed gw punctured through lead insulation in spiral fixation region of lead; damage consistent with wire escaping the lumen. Guidewire punctured the insulation just distal to fluoro marker.

Event description:
It was reported that this left ventricular (lv) lead's insulation was perforated by the wire while the physician was attempting to insert it to the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead's insulation was perforated by the wire while the physician was attempting to insert it to the lead. This lead was never in service. No adverse patient effects were reported.